Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Re-submitting this initial report for this case as we have noticed that the initial report was inadvertently submitted in the "test webtrader" instead of production environment.

Event description:
The manufacturer was notified on (B)(6) 2015 that a (B)(6)-year old female patient had a mitroflow valve (model 12a, size 21) implanted on (B)(6) 2009, and explanted after 5.5 years later due to calcification. The device was replaced with a magna valve. Patient is expected to fully recover without incident.